Event description:
It was reported that the box indicated a volume of 7l and material label said 13l with a sharps¿ coll ii bd 7l. This occurred on 32 separate occasions prior to use. The following information was provided by the initial reporter, translated from portuguese to english: customer informs that they identified the deviation because the box indicated a volume of 7l and the material label was 13l. There is no additional information and no longer have the box or product available. Material sold by the distributor.

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the incident were observed. The customer report and image provided were verified and it was possible to observe incorrect label. The cause for the reported incident is operational failure at descartex labeling. The operators will be notified from this complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the box indicated a volume of 7l and material label said 13l with a sharps coll ii bd 7l. This occurred on 32 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: customer informs that they identified the deviation because the box indicated a volume of 7l and the material label was 13l. There is no additional information and no longer have the box or product available. Material sold by the distributor.